Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs), alleging her onetouch verioiq meter was displaying inaccurate results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, the patient alleged obtaining readings of "179mg/dl" on the lfs meter and "134mg/dl" on another freestyle meter. Based on statistical methodology, the calculated difference of these readings exceeds the expected result of <=20% or <=20mg/dl obtained within 20 minutes of each other. The patient reported using non adjusting insulin to manage her diabetes. The patient reported on (B)(6) 2012, she contacted her doctor for phone advice and was told to "use the old meter." The patient denied testing on another device. At the time of troubleshooting, the cca documented that the meter was in the correct unit of measurement at the time of testing. The cca noted that the patient was using an approved sample site to obtain the samples. Replacement products were sent to the patient. The meter involved in this complaint has been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following conclusions: the meter has passed all testing with no faults found. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However this complaint is being reported because the patient performed a meter vs another meter comparison where the calculated difference of the results meets lfs' criteria for accuracy reporting.

Manufacturer narrative:
((B)(4) 2012) device evaluation: the meter involved in this complaint has been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.